Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument had a recognition issue and did not function as intended. The procedure was otherwise completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed but did not replicate the customer reported complaint. Review of the logs found there was a single recognition failure. However, the instrument was placed on an in-house system and the reported complaint could not be replicated. The instrument passed the recognition and engagement tests. The instrument moved with full range of motion in all directions. The grips were opened and closed properly. In addition, the instrument was found to show signs of thermal damage at the distal end on the main tube. Furthermore, the main tube exhibited localized melting/arcing damage that may not have been coming from that instrument. The root cause for the main tube thermal damage is typically attribute to the user. For clarification, the thermal damage on the main tube appears to have been externally induced by an energy instrument (the prograsp forceps is not an energized instrument). Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field is blank because it is unknown if the initial reporter submitted a report to the FDA.